Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, universal surgical manipulator (usm) 4 had an error. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error 23138 in the system logs. A power-cycle and drape replacement were performed, however that did not resolve the issue. The tse advised the customer through an emergency power off (epo) of the patient side cart (psc) with no change. The caller was walked through disabling usm 4. The customer stated that they would continue with the procedure as planned. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer to further investigate the reported complaint. The fse confirmed the reported problem and replaced universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. The reported errors 23138 and 23069 on the insertion axis were confirmed and replicated. The unit generated the errors during normal mode. Heavy contamination was found on the chipencoder virtual absolute (cva) disc and specks were found on the printed circuit assembly (pca). A new cva disc was installed, and the errors went away.